Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. The previous repair record for zimmer meshgraft ii serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the (B)(4) database to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired three times, the last repair being for it tearing holes in skin reported on (B)(6) 2016. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) international kft that a meshgraft had a calibration issue, a missing ratchet screw, a defective cutter, and needed the side plates upgraded on (B)(6) 2019. A zimmer meshgraft ii serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on (B)(6) 2019 noted that the meshgraft was out of calibration and was unable to produce a passing mesh. Upon further evaluation, it was found that a screw was missing from the ratchet and that there were old side plate installed on the device. Repair of the meshgraft occurred on (B)(6) 2019 and involved replacing the missing screw on the ratchet, the cutter, and updating the side plates. The technician then tested and verified that the device was functioning as intended. The meshgraft was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the device was out of calibration, had a missing screw, a defective cutter, and needed new side plates, it cannot be determined as to what caused all of the issues to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had an issue and repair is needed for it. Event occurred during repair/inspection. No adverse events were reported as a result of this malfunction.